Event description:
A (B)(6) male underwent evar on (B)(6) 2013. Some tortuosity in common iliac caused by the aneurismal process and the external iliac was not tortuous. There was mild/moderate calcification. Upon deployment of the contra spiral z zenith flex limb, it went well and correctly. Upon fluoro guided removal of the distal tip of dilator into the proximal end of the sheath, (leaving the sheath in place) dilator had resistance so the dr stopped and assessed situation. Tried again underfluoro guidance but still - resistance - no kinks visualized dr. Elected to stop efforts to retract dilator. Dr then chose to proceed with deployment of ipsi limb and leg. The ipsi limb and leg deployed appropriately. The ipsi side was post dilated. The physician then proceeded to finish with the contra side. He chose to remove limb sheath and dilator together - as one unit using fluoro guidance, there was a z stent trapped on it. Upon fluoro inspection of the contra limb it was determined to be the distal stainless steel z stent. He post dilated the contra limb and leg. No endoleaks visualized upon completion angio. The dr decided to not place additional devices. Dr is "surveiling" the patient.

Manufacturer narrative:
Event evaluation: still under investigation.